Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Patient was supposed to go back to the doctor when they got out of the hospital. Patient got covid and had an appointment and they called patient back today because they had to cancel the appointment. Patient said, their therapy was off on sunday, and they didn't know why. Patient turned the therapy back on but it would only go up to 30% or 40%. It said something about error 1707 and that the battery was low or something. Patient doesn't know if they are going to plug it in today and try to get more stimulation or if they have to wait and see the doctor thursday. Patient has an appointment on thursday at the doctor's office. Agent recommended charging today to make sure the stimulator battery doesn't go dead. One time they were having trouble with it because they were sitting in an electric chair. They have been going to another chair and it works fine but it was shutting off when it got to 30%. The patient was in the hospital about six weeks ago and not getting a charge and they said it could have been because they were on an electric bed.